Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported intravenous pump failed/shutoff, which was not reproduced. A review of the event history log identified two occurrences of the 'improper shutdown!' Messages, one of those happened on the customer reported event date, (B)(6) 2020. The customer battery was not returned for evaluation. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed/ shut down when a patient was transferred from the operating room (or) to the intensive care unit (ICU). The pump was delivering high dose of norepinephrine at the time, and the patient subsequently experienced acute hypotension. Intervention was immediate and the patient's blood pressure was described to be restored within acceptable ranges. The device was taken out of circulation. No additional information is available.